Event description:
Allegedly, the patient has been suffering moderate pain, and the implants were revised for metallosis, according to the surgeon. The modular neck trunnion (fitting in to the stem pocket) was noticeably "blackened". All implants were removed, and replaced with a thr cement spacer. Unfortunately it wasn't possible to remove the liner from the procotyl l shell, so I cant provide the lot number for the biolox liner. Additional information received on 05/13/2022 from njr: njr advised that the patient was reviewed due to infection and adverse soft tissue reaction to particulate debris. Revision njr number: (B)(4), site: r, primary asa: p2 - mild disease not incapacitating.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated

Manufacturer narrative:
Section b.5: additional information in description / section f.6: awareness date update/ section h.6: health code (4530) removed.

Event description:
Allegedly, the patient has been suffering moderate pain, and the implants were revised for metallosis, according to the surgeon. The modular neck trunion (fitting in to the stem pocket) was noticeably "blackened". All implants were removed, and replaced with a thr cement spacer. Unfortunately it wasn't possible to remove the liner from the procotyl l shell, so I cant provide the lot number for the biolox liner. Additional information received on 05/13/2022 from njr: njr advised that the patient was reviewed due to infection and adverse soft tissue reaction to particulate debris. Revision njr number: 4859891. Site: r. Primary asa: p2 - mild disease not incapacitating.